Event description:
It was reported that during a lap gastric bypass procedure, the surgeon was stapling the small bowel and closed the handle, fired, and pushed the button to release the device and open the jaws. The handle opened but the stapler was locked on the tissue. They tried with a grasper to open the jaws and then the surgeon attempted to manipulate the handle. The surgeon then pulled device off of the mesentery tissue and tore the tissue. The surgeon then opened another device and stapled the small bowel proximally and distally around the tissue torn from the removal of the device. The patient is stable.

Manufacturer narrative:
Yoke. Eval summary - the analysis results found that the lst60a device was returned damaged with the nozzle detached from the device. A reload was received in good visual condition, void of staples and with no damage to the lockout. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged at the closure tube interaction. Although no conclusion could be reach on what caused the damaged observed on the device, it is possible that excessive force was applied to the triggers when the jaws were clamped on tissue thicker than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition , a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.